Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a pump error 53. Customer's blood glucose was 14.2 mmol/l. Insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the full functional testing, including the displacement, rewind, prime/seating, basic occlusion and force sensor test. The sleep current measurement and active current measurements were within specifications. The pump error 53 alarm was noted on the history file. Unable to determine the root cause. The pump was received with a scratched case.